Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the nozzle clogged with foreign material , the c-cover c-body distal end part has foreign objects (insufficient cleaning , handling problems were noted). Due to clogging of nozzle, water removal ability does not meet the standard value. In addition, service performed the channel cleaning brush and forceps passage test and failed due to the clogging of the channel tube (ch-tube). The channel cleaning brush cannot inserted smoothly and forceps cannot be inserted . The reported issue of "the acrylic has hardened inside" could be confirmed. Furthermore, the following defects/findings were identified during device inspection: due to wear of zoom lever, water tightness is lost. The angle wires noted stretched. Due to wear of angle wire, the play of u/d knob noted out of the standard value. Adhesive on a-rubber has a chip. Adhesive on a-rubber has white-clouded area switches (sw1 , sw4 has a scratch and wear noted ). Paint on s-cylinder peeled. Protector of universal cord on s-connector side has a scratch. Protector of universal cord on control section side has a scratch. Image guide (ig) protector has a scratch. Scraped control section or erased marking due to repeated abrasion noted. Indication on s-connector noted peeled. The facility's cds and reprocessing information provided the following information including information on device "survey results regarding foreign matter": facility staff was able to clean, disinfect, and sterilize the product before requesting repair. Foreign matter found on the device ¿ facility noted ¿histoacrylic , it was cleaned and disinfected by oer (scope reprocessor) but could not be removed. Time lag between the end of clinical use and the start of pre-washing- stated ¿no ¿done properly¿. The possibility that the endoscope was used in a case with a foreign object attached to it- facility noted "no". Did not supply water and air to the air/water nozzle. No problems with the accessories used for reprocessing, noted "normal". Submerging the endoscope in cleaning solution ¿ noted ¿no¿ device manual cleaning - wiped/brushed the air/water nozzles with gauze, brush/ sponge and sent liquid to the air/water nozzle. Sent liquid to the air/water nozzle. Concerns about reprocessing- no response. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of "the acrylic has hardened inside", found during reprocessing. No harm was reported. No patient harm, no user injury reported. Device evaluation found the device nozzle was clogged with foreign material. Foreign material found on control body (c-body) c-cover distal end part . This report is being submitted for the clogged nozzle with foreign material and control body (c-body) c-cover with foreign material (insufficient cleaning, handling problems).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. It is possible that foreign material was located in the nozzle, plastic distal end cover, and distal end of the device due to reprocessing not in line with the instruction manual. Olympus will continue to monitor field performance for this device.